Manufacturer narrative:
(B)(4). Reference exemption number e2017029.

Event description:
Treating physician reported patient failed to comply with post-operative instructions, was conducting heavy lifting when the patient heard something. Patient went to the ER and an x-ray revealed the plate had broken.

Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The failure root cause cannot be determined due to the device not being returned. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted. Manufacturing date: 33281357 13nov2018; 33315292 27jun2019.